Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, a stoma culture performed revealed a positive result for ¿few gram + cocci¿: streptococcus vestibularis and mitis and positive for raoultella ornithinolytica. Amoxicillin/clavulnico schedule 875 mg every 8 hours was taken from (B)(6) 2024. The patient's daughter reported the stoma was much better and performed daily healing with cleansing and conveen cream, no erythema, exudate or pain. On (B)(6) 2024, the stoma was slightly reddened with no major symptoms. Clear improvement since the change of peg. On (B)(6) 2024, it was reported that the stoma had clear improvement, with good evolution. New exudate was cultured with a positive result in streptococcus, but the patient did not require antibiotic treatment.